Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The reported field event premature battery depletion was confirmed by analysis. External battery analysis confirmed a lithium cluster bridge formed between the anodic and cathodic elements in the battery cell. An internal battery anomaly caused premature battery depletion.

Manufacturer narrative:
The reported field event premature battery depletion was confirmed by analysis. External battery analysis confirmed a lithium cluster bridge formed between the anodic and cathodic elements in the battery cell. An internal battery anomaly caused premature battery depletion.